Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this newly implanted right ventricular (rv) lead exhibited pacing impedance measurements of 2002 ohms. The patient's device was interrogated and impedance measurements had decreased to 1936 ohms. No actions or interventions were performed. No adverse patient effects were reported. The lead remains in service.